Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2. Corrected information: g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2006. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent an open recurrent hernia repair surgery on (B)(6) 2006. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2008 during which the surgeon noted ¿the previous mesh was noted to not be incorporated and was excised. Multiple adhesions were encountered.¿ it was reported that the patient suffered a bowel obstruction on (B)(6) 2011 and underwent an exploratory laparotomy, explanation of mesh, small bowel resection and peritoneal lavage. It was reported that the patient underwent a recurrent hernia repair surgery on (B)(6) 2011. It was reported that the patient underwent an incisional ventral hernia repair surgery on (B)(6) 2014. It was reported that the patient experienced severe pain, adhesions, bowel obstructions, nausea, vomiting, chills, inflammation, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.